Event description:
Falsely elevated ctni result was obtained and reported to physician. Subsequent testing obtained normal results. There is no report of adverse health consequences as a result of the falsely elevated ctni result.